Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Determined the need to replace the computer board. Computer board replaced using the cpu kit. Cpu voltages were adjusted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system intermittently does not boot up (mainly happens at start of day) and a communication error is displayed. It may take several reboots in order to boot error free the rest of the day. Once the unit is booted up, it is functional. There was no report of pt injury.